Manufacturer narrative:
(B)(4). Batch # n90r4r. The analysis results found that the er420 device was received with no damage in the external components. Upon cycling the device, it was noted to be empty and the lockout had been broken. The instrument was disassembled in order to evaluate the condition of the internal components and the latch posts were noted to be broken, which denotes that the lockout had been fired through. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, it was found that the clip had not been fed into the jaws before the device was inserted in the patient via a trocar. When the trigger was tried to be grasped several times, the clips formed in twisted. Another device was used to complete the case. There were no adverse consequences to the patient.